Manufacturer narrative:
Continued e.1 postal code: (B)(6). Article citation: kerschbaumer c, bergmeister kd, bartellas g, weber m, ströbele b, kitzwögerer m, schrögendorfer kf, flores t. Microbial contamination¿mediated inflammation is a major contributor of breast implant complications: prospective analysis of 631 samples. Journal of clinical medicine. 2026; 15(6):2115. Https://doi.org/10.3390/jcm15062115. The events of malposition, capsular contracture, bacterial infection, impaired healing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture, malposition, bacterial infection, impaired healing. Additional contributing authors: celina kerschbaumer 1, 2, konstantin d. Bergmeister 1, 2, 3, giovanni bartellas 1, 2, michael weber 1, barbara ströbele 1, 4, melitta kitzwögerer 1, 5, klaus f. Schrögendorfer 1, 2, tonatiuh flores 1, 2, 1 karl landsteiner university, dr. Karl-dorrek-strasse 30, 3500 krems, austria; michael.weber@kl.ac.at (m.w.); barbara.stroebele@stpoelten.lknoe.at (b.s.); tonatiuh.floes@stpoelten.lknoe.at (t.f.) 2 department of plastic, aesthetic and reconstructive surgery, university hospital st. Poelten¿noe lga, karl landsteiner university, dunant-platz 1, 3100 st. Poelten, austria 3 clinical laboratory for bionic extremity reconstruction, department of plastic, reconstructive and aesthetic surgery, medical university of vienna, 1090 vienna, austria 4 institute of hygiene and microbiology, university hospital st. Poelten¿noe lga, karl landsteiner university, dunant-platz 1, 3100 st. Poelten, austria 5 institute of clinical pathology and molecular pathology of the lower austria central region, university hospitals st. Poelten and krems¿noe lga, karl landsteiner university, 3100 st. Poelten, austria.

Event description:
Literature review titled "microbial contamination¿mediated inflammation is a major contributor of breast implant complications: prospective analysis of 631 samples" reported "rupture", "capsular contracture baker grade unknown, pain", "dislocation", "perforation", "mechanical problems with expander implants", "wound healing disorder", "deformity", "peri-implant fluid accumulation", "bacterial contamination, peri-implant inflammation, bacterial growth, presence of peri-implant inflammation (lymphocytes, granulocytes or macrophages in histological samples) was proven". This article involved 97 patients. This record is for an unknown side. The device was explanted.